Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.